Event description:
It was reported that occlusion alarms occurred. Customer changed the cartridge to resolve the issue. Additionally, it was reported that a cartridge alarm 06 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level was 180 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.